Event description:
It was reported there was high lead impedance and oversensing. It was also reported the reason for explanting the lead was due to a possible pace/sense coil fracture. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; proximal segment returned and analyzed.